Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "tubing has mixed labeling" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was labeled incorrectly. The following information was received by the initial reporter with the following verbatim: 1. Bd alaris tubing has mixed labeling for how long tubing can be used for a. Xxx (nurse educator for pcu/ICU) reported that tubing has mixed labeling on if it can be used for 7 days or 96 hours before replacement. This is a dissatisfier to multicare as they cannot change their tubing every 7 days, their policy remains at 96h as some tubing is still labeled with this.